Event description:
A j&j employee was at site observing a case and doctor complained of a ¿rent¿ or ¿tear¿ in the posterior capsule on patient's right eye, after catalys portion was completed. No medical intervention was needed. Patient received a premium lens (3 piece lens was not needed). No additional information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.